Event description:
The customer reported that the monitors went black and the system locked up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The monitor was replaced during the service call. The system was tested and found to be working as intended and put back into service..